Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic video assisted right middle and lower lobectomy. While transecting an artery, the stapler did not deploy any staples but cut the vessel. To resolve the issue, the surgeon converted the case to open thoracotomy and hand-sutured the staple line. The issue resulted in greater than 500 cc of blood loss, an extended incision, and an increase in surgical time of more than 30 minutes. The patient's hospital stay was extended due to the issue. To complete the case, the handle was used with additional loading units.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The physical product was not returned. Photographic inspection noted no abnormalities with the handle. Functional testing could not be performed as the physical device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.